Manufacturer narrative:
The reported event of false alarms-infusion complete and syringe empty file was opened to document an event that the customer reported. No devices or logs were returned for investigation. No further investigation of this event is possible at this time. Although a data set is attached, the customer only sent in event logs for 4 events, not all of them. No device history or qn search was performed since no serial number for the suspect device was reported by the customer. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted CAPA reference: (B)(4). The customer stated that there was patient involvement.

Event description:
The customer reports false alarms with the syringe modules when used with the critical care profile for continuous infusions. They are unsure, but staff feels this may be related to use of the pressure sensing disc. The alarms include infusions complete when there is still a significant amount left in the syringe and syringe empty alarms right after a new syringe has been installed. In this specific case, in the ccu, the customer set a morphine bolus to run over 2 minutes, pressed start and received a green alert stating infusion complete, but the bolus had not been administered. The user attempted a second time and the bolus was administered successfully. There is no report of patient harm.